Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had a problem with a suction instrument. The customer reports that the tip of the suction broke into the pt's airway and remained lodged in his trachea. Pt was turning blue, ambulance was called and the piece was removed by bronchoscopy. The event occurred in the pt's home. The pt recovered.